Event description:
It was reported that the pump's screen was malfunctioning, displaying one side white and the other side black with no data visible. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use manual insulin injection as a backup therapy while the pump was replaced.